Event description:
Customer complaint alleges the device "is not working". Alleged malfucntion reported occurred prior to use on a patient. No report of patient impact or consequence.

Manufacturer narrative:
Qn# (B)(4). The sample was returned for evaluation. A visual exam was performed and there were no defects observed. Functional testing was performed and the unit was connected to 110vac. The unit passed the initial power connect test and navigated through the power-on self-test (p.o.s.t.) With no issues. During the temperature display accuracy test the unit displayed the correct temperatures and properly alarmed in the high temperature scenario. Based on the investigation performed, the reported complaint could not be confirmed. Functional testing did not reveal any operational anomalies.

Manufacturer narrative:
(B)(4). Reporter had no further details as to the alleged malfunction. The device has not been received by the manufacturer for evaluation at the time of this report. Complaint history trend analysis for period july 06, 2017 to july 06, 2018 found (B)(4) complaints were received for this device with similar issues. Device history record investigation did not show issues related to this complaint. A record assessment (fmea) was conducted and no update required. Customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation to confirm the alleged defect, and determinate the root cause. If the device sample becomes available at a later date, this report will be updated with the evaluation results.

Event description:
Customer complaint alleges the device "is not working". Alleged malfunction reported occurred prior to use on a patient. No report of patient impact or consequence